Manufacturer narrative:
Date of this report: (B)(6) 2016. Date manufacturer received: 06/06/2016. Product evaluation: customer states unit runs continuously without stepping on pedal. Service and repair examined unit and could not verify customer¿s concerns. There was no functional fault found with the device. During examination, discovered cracked housing posts, the unit was beyond repair and was scrapped. Method: actual device evaluated; use testing; labeling evaluation; visual inspection. Results: no failure detected. Conclusion: no failure detected, device out of specification.

Manufacturer narrative:
Product evaluation: analysis results expected; evaluation still in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device "runs without stepping on pedal", there was no patient impact. Follow up information confirms that "it was at rest no one was near it and it started running." This occurred prior to starting a case, no patient was present, and they used another foot pedal for the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.